Event description:
Pt developed "altered mental status" with inappropriate speech, after 2nd prosorba treatment. Wbc and platelets within normal limits. Blood cultures negative. Ua with 2+ bacteria so treated for uti. CT negative, however MRI showed "multiple infarcts." Subequently a dvt was diagnosed in her superficial femoral vein. Antibiotics and heparin administered. Pt discharged with much improved mental status.